Event description:
The customer reported that a pt with a known warm auto-antibody reacted negative on the ortho provue analyzer during antibody screen testing. The sample reacted positive (1+) in manual gel test using the same lot of reagents. No erroneous results were reported.

Manufacturer narrative:
The fe cleaned the diffuser plate, performed reader camera alignment, reader optics, reader optics fine adjustment and the gripper to centrifuge adjustment. The fe made a reference image. Qc passed. The customer tested the same pt in question and obtained positive (1 +) reactivity on one of the screening on the provue. Repairs have returned this instrument to expected operation. Review of the tiff images by ocd second level support showed disrupted cell buttons in cells 1 and 2. However, the reactions may be below the provue's delectability. The false negative does not appear to be linked to the provue reader system as the reader read the card on (B) (6) 2009 appropriately to what the reader saw. It appears the incident is isolated to the pt's sample. The pt was known to have a warm auto antibody with a low titer. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4)